Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generators header. The lead was able to be inserted and secured. The device function was tested and noted to be normal. No patient symptoms were reported.